Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the error upon arrival and noticed a considerable difference in fan noise from the surgeon side console (ssc) with covers off. The fse decided to error on side of caution and replaced entire remote arm controller (rac). The rac was returned and evaluated by failure analysis (fa). Failure analysis confirmed and replicated the customer reported complaint. The reported problem was error 25580, which indicates that a node reported a hardware fault on a communication channel. Fa also reported that there were loud noises were coming from the fan. The rac was installed onto a pca test system, where it ran a power cycle ten times and it sat idle for one hour. The error 25580 appeared several times during the power cycle. No images or procedure videos of the event were shared. The isi tse confirmed faults through the system logs while troubleshooting with the customer. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure (first port incision) caused the procedure to be converted to another da vinci system. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was getting repeated faults on the system. The system was power cycled and the fault continued to occur. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power down and perform a hard cycle on the surgeon side console (ssc). After hard cycling, the fault was still present. The tse advised the site that with the fault persisting, using the system would not be feasible. The procedure was completed with no reported injury by using a different da vinci system. Isi followed up with the initial reporter and obtained the following additional information: the issue was noted towards the beginning of the hysterectomy procedure. There were no issues noted during set up. The customer performed troubleshooting with technical support but could not resolve the issue. The customer was able to bring in an entire da vinci xi system from another room. There was a procedure delay of about 30-40 minutes due to the time it took to convert and set up the xi system. Once the system was set up, the customer was able to complete the case robotically with no patient injury. Information regarding patient demographics, relevant tests, and medical history was requested, however the nurse could not provide that information.